Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an elevated pacing lead impedance and high capture threshold were observed. Patient was asymptomatic. The lead was capped and replaced. The patient is doing well and will continue to be monitored.